Event description:
Additional information has been requested and received stating that the patient's issues resolved.

Manufacturer narrative:
On initial MDR submitted the patient code should be e083901 instead of e0839. The lens was returned inside a small plastic specimen jar. Solution was dried on the lens. The optic was cut into pieces along a jagged line with serrated edges, similar in appearance to insertion and removal. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 20.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company lens (23.5 diopter). Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient did a trial contact for vision, and patient was happy with that and wants to move forward with an iol exchange. The lens was exchanged with non-company lens after the initial implant procedure. The clinical reason for iol exchange for near (-2.25). Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).